Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices.  Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the ventricular perforation and aortic dissection cannot be confirmed but may have been due to procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of the valve in a 70:30 aortic/ventricular position, the patient suffered a left ventricle wall perforation and an aortic dissection. Despite rescue attempts, the patient expired. After valve deployment, the patient¿s blood pressure was approximately 50 mmhg, then fell down to 30 mmhg. The initial echo focused on paravalvular leak (pvl) detection and did not show a pericardial effusion. A second echo performed after the patient¿s blood press dropped, however, detected a pericardial effusion. A total of 250 ml blood was aspirated from the pericardial sac, but the bleeding continued. Open chest operation was performed and a posterior left ventricle wall perforation was found. The surgeon tried to suture the perforation but found the tissues were impossible to suture. When one area was sutured, another area started bleeding. In the meantime, when surgeon irrigated the aortic root with cold liquid, the cold liquid was observed to be coming out from the perforation spot. An aortic rupture was suspected (as per angiography, there were signs that suggested a rupture). The surgeon did not open the aortic root and the visual inspection of the aortic root found no direct rupture. The proctor suspected there might be some dissection in the aortic root extending to the ventricular myocardium.  Unfortunately the patient died. The echo doctor once suspected aortic hematoma, but later could not confirm. The patient¿s native annulus measured 19.35 mm x 23.30 mm by CT and had an area of 344 cm2. The native annulus had no calcification, moderate leaflet calcification and mild aortic root calcification.

Manufacturer narrative:
The following information was previously reported under mfgr. Report number 2015691-2018-02552, however, mfgr. Report number 2015691-2018-02552 was retracted as it is a duplicate of this mfgr. Report number 2015691-2018-02137. The following information is being transferred and resubmitted in order update mfgr. Report number 2015691-2018-02137 with all of the pertinent information regarding the event. Provided indicated that once the thoracotomy was done it showed a rupture of the left ventricle and a large amount of fresh blood causing a pericardial effusion. Also a fresh hematoma sized 3x8 cm was noted in the posterior wall of the left ventricle, involving regions dominated by the ¿cyclotron branch¿. A rupture sized about 0.5x0.5 cm was seen. ¿the left ventricular myocardial mass was poor.¿ the hematoma and rupture were repaired followed by rewarming and opening aao. However, the patient had weak cardiac recovery and there was a new rupture with bleeding at the outer edge of the repaired ventricle, which could not be repaired anymore. Cpb could not be removed and after explaining to the family the patient conditions, rescue efforts were no longer performed and the patient expired.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted.  However, 3mensio and procedural cine images were provided and reviewed by an edwards physician proctor.   The 3mensio images were reviewed and the valve size of 23mm and native valve sizing was agreed.  The images were reconstructed to show possible area of lv perforation in comparison with cine images and surgical picture.  The procedural cine images were reviewed and showed a calcified rcc.  Good bav (20mm) with contrast injection was seen.  No leak was seen around the balloon showing that the annulus and lvot were a good fit for a 20 mm balloon.  The valve was seen across the annulus.  The wire appeared not in the apex but against the lv posterior wall.  Good coplanar view of cusps were seen and the valve looked centered and squared.  The 23mm s3 valve appeared fully expanded with a slight waist seen on the lcc at the level of calcium in the annulus.  The aortic root angiogram post valve deployment showed contrast blushing near the lv extending in the area of annulus.  The last cine image in different projection showed a large lv perforation.    Impression: the lv perforation was confirmed by surgical exploration images after the implant.  The annular rupture was unable to be confirmed, since the surgeon did not open the aortic annulus and the sov.  The wire appeared not in the apex when the valve was across the annulus.  The wire appeared to match the area of the lv perforation from the open surgery pictures provided when matched with the CT.  Blushing was seen near the rcc, however it was unable to be confirmed if there was contrast from the annular rupture or contrast from the lv perforation in the pericardium.  Contrast was only seen near the annulus in one projection.   Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors.  The sapien valve relies on native valve calcium to securely anchor to the annulus.  Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury.  At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.   There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead.   Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv).  Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices.  Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Based on the information provided and the imaging review performed, the exact cause for the aortic dissection, ventricle perforation and subsequent death is unknown but may be related to patient factors (calcification) or procedural factors (manipulation of devices).    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.